Event description:
It was reported that on (B)(6) 2003, the patient presented with incapacitating severe axial back pain and posterolateral leg pain for the past two years and was diagnosed with degenerative disk disease l4-5. The patient underwent psf l4-5 using local bone autograft, posterior instrumentation, and rhbmp-2/acs. Following initial placement of all pedicle screws, rods were placed into the polyaxial heads of the screws and secured using cap screws, the heads of which were then sheared off. Bmp was prepared in the usual fashion by the scrub nurse and local bone obtained from the laminectomy as well as cancellous allograft chips were placed in the center of the sponge and the sponge was then rolled over in a "tortilla" fashion. The bmp was then placed into the decorticated lateral gutters. He failed to improve and had increasing back pain. Recent CT myelogram revealed a possible lytic defect at l5-s1 as well as a possible non-union at l4-5. A lytic defect was found in the bilateral pars interarticularis at l5. On (B)(6) 2005 the patient presented with possible pseudoarthrosis l4-5 and possible pars defect l5-s1. The patient underwent exploration and hardware removal of l4-5 and tlif and posterior spinal fusion l5-s1 with instrumentation l4-s1 and rhbmp-2/acs. The fusion at l4-5 was found to be solid. The patient¿s post-operative periods were marked by complications which included the need for additional surgery, medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation. The patient has experienced physical and mental pain and suffering and emotional/mental damage. The patient¿s post-operative periods were marked by complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient has experienced physical and mental pain and suffering and emotional/mental damage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.